Manufacturer narrative:
Title: role of staple line reinforcement by oversewing in preventing leakage and bleeding after sleeve gastrectomy source: open access maced j med sci. 2022 jul 29; 10(b):2000-2004. Accepted: 19-jul-2022. Concomitant medical products: unknown egia su, unknown endo gia sulu, lot #:unk; unknown endo gi, unknown endo gia instrument, lot #:unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between july 2017 and march 2020, aimed to evaluate the incidence of staple line bleeding and leakage after laparoscopic sleeve gastrectomy with staple line over sewing. In group a that consisted 100 patients, over sewing the staple line did not occur and in group b that and the same number of patients, the barbed suture was used to oversew the staple line. In all patients, an electrothermal device of other manufacturer was used to divide the greater curvature of the stomach and the linear stapler was used for stapling. Postoperative complications included leak and bleeding. In group a, 2 patients had a leak that was located about 4cm below the gastroesophageal junction. One patient was managed by endoscopic treatment mega stenting and the other was managed by endoscopic clipping without the need for reoperation. Four cases of bleeding occurred in group a and were managed by reoperation and control of the bleeding points at the suture line. There were two reported cases of bleeding in group b, were managed conservatively by monitoring the amount of blood collected in a drain. One patient was drained by a pigtail insertion 5 days postoperatively without admission, and the other patient had a drain and stopped spontaneously after 7 days of discharge. There was an increase in the hospital stay in group a. Role of staple line reinforcement by oversewing in preventing leakage and bleeding after sleeve gastrectomy, mohammed abbas, abdelhafez seleem, adel m. Khalaf, emad a. Ibrahim, mohamed adwi, abdulkarim hasan, 2022, open access macedonian journal of medical sciences.